Manufacturer narrative:
Per the instructions for use, cardiogenic shock is a potential risk associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Cardiogenic shock can have multiple etiologies during a valve procedure, including, but not limited to, myocardial infarction, ventricular arrhythmias, cardiomyopathy, pericardial tamponade, tear or rupture of the muscles or tendons that support the heart valves, especially the mitral valve, tear or rupture of the septum between the left and right ventricles, severe bradycardia or heart block, and damage to the heart muscle. It is most associated with poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. Of note, the edwards sapien xt transcatheter heart valve, model 9300tfx, is indicated for use in patients with severe symptomatic calcified native aortic valve stenosis.[dd1] deployment of the sapien xt valve in the mitral position is not indicated at this time; therefore the labeling does not instruct the operator regarding positioning of the sapien xt valve in the mitral position. Limited cine images of the mitral valve procedure were submitted to edwards for review; echo was not provided. The imaging provided was reviewed by an edwards physician proctor. Observations: the tee images and the hemodynamic details of the patient during the procedure were not provided for review. The observations are based on the limited cine images received. There is no full procedure report from the physician, only a list of the sequence of events during the procedure, which appears to be a procedure log. There is a sapien valve already implanted in good position in the aortic annulus, with normal function confirmed by contrast injection at the beginning and at the end of the procedure. The mitral annulus was identified only from the calcification. There is no wire in the venous coronary sinus to understand the coaxial position of the balloon and sapien xt in the mitral valve. During contrast injection, when the balloon is fully inflated in the mitral valve, we can see that there is lvot flow obstruction through the sapien valve in the aortic position. After the implant of the sapien xt in the mitral valve, the lvot obstruction is confirmed by pigtail injection. There was no mitral regurgitation observed, but it is impossible to say for certain if the mitral sapien xt was implanted in the correct location (which is 30% atrium/70% ventricle). Kissing balloons were attempted to improve the lvot flow, but the final contrast injection revealed no changes in the lvot flow obstruction. In this case, it appears that procedural factors [obstruction of the left ventricular outflow tract during mitral valve replacement] led to significant aortic insufficiency resulting in cardiogenic shock and death. Other contributing factors may have included the patient¿s complex medical history / significant comorbidities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device in the aortic position. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
A report was received indicating the patient expired two days post transeptal transcatheter mitral valve replacement procedure with a 29mm sapien xt valve. During the mitral valve replacement procedure the patient developed cardiogenic shock. The cause of death was not provided. The preliminary autopsy results showed: compromise of the aortic outflow tract by the prosthetic mitral valve and the native mitral valve leaflet; interatrial septum slit perforation; focal posterior left ventricular intramuscular hemorrhage and calcification; atherosclerotic coronary artery disease; severe calcific atherosclerosis of ascending, descending and abdominal aorta; pericardial effusion and peritoneal effusion.